Event description:
Angio dynmaic 5f dual lumen PICC kit with reverse taper inserted into pt. When the blue port was aspirated, only air was returned. This pt was removed and another PICC line was inserted without complication. Date of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: for central line use.